Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used in a bilateral nephrolithotomy procedure on a female patient (age and weight unknown) according to the complainant, the procedure was performed as usual. The patient was released from the hospital with the catheter implanted. The next day the patient arrived to the hospital with the catheter removed. The patient reported that she did not move the catheter from its place. Another catheter was successfully implanted. The patient is reported to be stable.

Manufacturer narrative:
Event date was: (B)(6) 2010. Changed to: (B)(6) 2010. Implant date was: (B)(6) 2010. Changed to: (B)(4) 2010. Explant date was: (B)(6) 2010. Changed to: unknown. Additional information received from physician reporting the device was exchanged approximately one (1) week after it became dislodged. The exact explant date is unknown. The device was reported to be dislodged and not detached. It was still in the same point, fixed to the skin. The catheter was secured to the skin using a double mechanism; the fixator to the skin and plastic devices which are included. Also, non absorbable suture material was used. Both were well positioned. The catheter was secured to the retention device using pull ties secured to the skin with sutures and it was secured around the catheter. Dressing was applied. Bandage, gauze, and adhesive tape were placed.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used in a bilateral nephrolithotomy procedure on a female patient (age and weight unknown) according to the complainant, the procedure was performed as usual. The patient was released from the hospital with the catheter implanted. The next day the patient arrived to the hospital with the catheter removed. The patient reported that she did not move the catheter from its place. Another catheter was successfully implanted. The patient is reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.